Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. Device was also received with missing display window cover, peeling keypad overlay, stained keypad overlay, missing the serial number label, missing end cap address label, case cracked behind the device near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had scratches on the lcd screen. Customer¿s blood glucose was 179 mg/dl at the time of incident. Customer was not able to read the display. The customer stated that screen had multiple lines on the screen. Troubleshooting was performed. The insulin pump will be returned for analysis.